Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys toxo igg assay on a cobas e 411 analyzer (disk system). Patient 1: initial result: 0.926 iu/ml. Repeat result: 650 iu/ml (accompanied by a data flag). Patient 2: initial result: 0.452 iu/ml. Repeat result: 176.02 iu/ml. Patient 3: initial result: 0.800 iu/ml. Repeat result: 650 iu/ml (accompanied by a data flag).

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number was (B)(6). The qc was acceptable. The investigation is ongoing.